Event description:
The patient had not been getting pain relief. The physician noticed fluid buildup behind the pump and sent the patient for a revision. The catheter was found to be disconnected from the pump. The fluid was found to be clear and the physician believed it was cerebrospinal fluid (csf). It was to be sent for testing. It was unknown when the fluid buildup was first noticed. The medication infused was hydromorphone. It was later reported that the patient¿s catheter had been revised. The daily dose was lowered by 67%.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).